Event description:
It was reported that the bd gp series infusion set experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: the set was removed from an untampered pack. Once the fluid filled the line and was placed into the pump to start the nurse noticed there was a leak from below the chamber (with the spike at the top). A new set was used with a short delay in treatment for the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device lot #: an invalid lot # of 1020560 was provided by the initial reporter a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction after further evaluation of the complaint, it has been determined that the previously submitted MFR report# wasn't in error. This device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. Therefore, this is exempt from us FDA reporting requirements. H3 other text : see h10.

Event description:
It was reported that the bd gp series infusion set experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: the set was removed from an untampered pack. Once the fluid filled the line and was placed into the pump to start the nurse noticed there was a leak from below the chamber (with the spike at the top). A new set was used with a short delay in treatment for the patient.